Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 200+ mg/dl. It was explained to the customer the no delivery alarm and possible causes. The customer reports that they are unable to troubleshoot because of the past events. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer would rewind and prime to resolve issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.